Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a transmitter that unpaired itself. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.